Event description:
Since implanting in 2014 I have had several autoimmune disorders. Ovarian cysts, systemic inflammation, weight gain, fatigue, capsular contracture, breast pain, and swollen lymph nodes under the arms. I have pictures, and I also have dr's notes to document these health problems. FDA safety report ID# (B)(4).